Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri) battery status earlier than expected. There was concern that the battery depleted prematurely. The device was explanted and replaced with another guidant ICD.,